Event description:
After initial use, the jaws stopped opening properly. Manufacturer response for sealer ligsre div long 44, (brand not provided) (per site reporter) issue mprx# 977031 and sent return kit.